Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to it being kinked or bent, which was attributed to an inappropriate suture during the original implant. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to it being kinked or bent, which was attributed to an inappropriate suture during the original implant. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Changed fields: h6: evaluation conclusion codes.